Manufacturer narrative:
Reliability analysis: unable to confirm needle complaint due to customer return only sensors. Missing both insertion needles.

Event description:
It was reported the needle on the customer's sensor was stuck in their inserter. The inserter would not release the sensor. Customer's blood glucose was unknown. No additional information provided.